Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 5f sheath, upsized to 6f, after a diagnostic right arteriogram procedure. Reportedly, all steps were preformed without issue through completely splitting the sheath. The trigger button was pressed multiple times; however, there was no click and the clip was not seen. The device was stuck in the patient. Both safety release mechanisms were used to remove the device; however, it was still stuck. The device was removed with a bit of manipulation. The patient's pedal pulses were good. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire the trigger button was confirmed. The reported mechanical jam with the vessel locator wings were not confirmed as the device was returned with the plunger released, the vessel locator wings collapsed, and the thumb advancer retracted indicating both the access ports and safety release mechanism functioned as expected. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported fire the trigger button was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The reported mechanical jam with the vessel locator wings and difficult to remove appears to be related to interaction with the patient tissue. The subsequent treatment appears to be related to procedure circumstance.